Event description:
It was reported that an occlusion alarm occurred. The customer changed supplies and resumed insulin therapy. The customer¿s blood glucose was 300 mg/dl. Reportedly, the customer was using trusteel infusion set for longer than the recommended 48 hour period, tandem technical support educated the customer that using infusion sets longer than the recommended period is considered off label per the tandem user guide.

Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ no product was returned for evaluation. Should new relevent information become available,a supplemental report will be submitted. H3 other text : device not returned.